Manufacturer narrative:
The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated a.t.s. 1200 tourniquet serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 7, 2018 where it was reported that the device does not work correctly and the control board were replaced. This is not a related issue. On april 12, 2019, it was reported that occasionally the device gives alarm "sys fail" and all the voices of device go silent. The technician department has opened the device and noticed that at least one wire has been damaged (I do not know what wire they mean). The technician department says that probably the device has fallen to the floor and it has caused that this wire has stuck between some connector, which locates in circuit board. The customer returned an a.t.s. 1200 tourniquet device, serial number (B)(4), for evaluation. Product review of the a.t.s. 1200 tourniquet by flextronics on may 8, 2019 revealed that the footpads were damaged. The device was producing a valve fail, did not start, and there was a loudspeaker contact issue. Flextronics confirmed the reported event. Repair of the a.t.s. 1200 tourniquet was not performed as the device was technically unrepairable per flextronics. The product was returned to the customer unrepaired. It was inspected and tested. RMA number (B)(4). While the returned product investigation confirmed that the ats 1200 was producing a system fail error due to a loudspeaker contact issue, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was returned to the customer unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Occasionally device gives alarm "sys fail" and all the voices of device go silent. The event took place outside the operating room. The technician department has opened the device and noticed that at least one wire has been damaged. It was not reported which wire was damaged. The technician department says that probably the device has fallen to the floor and it has caused that this wire has stuck between some connector which locates in circuit board. No adverse events were reported as a result of this malfunction.